Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received in the undeployed state; the pink slide insert was not visible through the viewing window of the top housing. No abnormalities were observed with the needle mechanism that would contribute to the device not deploying, however, inspection of the drive mechanism found excessive flash from the ratchet gear on a commutator cap finger. The device was reset and paired with a master pdm to deliver a 5-unit bolus. The bolus was unable to be delivered due to plastic covering a commutator cap finger, resulting in a lack of electrical continuity, which in turn led to rotational abnormalities. The excessive flash on the commutator cap indicates that the commutator cap was incorrectly installed which led to rotational abnormalities and prevented the device from deploying properly.